Manufacturer narrative:
Event date: exact date unknown, event occurred within the last two years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure due and was doing well post-operatively. The explanted ipg was not returned as it was kept by the medical facility.